Manufacturer narrative:
(B)(4). This complaint is related to emdr #1828100-2016-00233.

Event description:
After use of the device for a cardiopulmonary bypass (cpb) procedure, the perfusionist (ccp) reported a "belt slip" error with the roller pump in the sucker position. Issue had been happening every three or four cases, and now during every case. They continued to use this roller pump. There were no reported adverse consequences to the patient. Per the clinical review on 29-mar-2016: according to the perfusionist (ccp), after cardiopulmonary bypass was completed, he experienced a "belt slip" error on their sucker roller pump. There was no patient involvement associated with this error, as the patient had been decannulated at the point the error was received. According to the ccp, they have experienced this issue every day that they use the pump since it was last serviced. Initially the ccp thought that the error was associated with the new medtronic tubing pack that they use, but this is the only pump that they experience the error with. Because the ccp thought it was possibly the tubing, which did appear to be stiff, he mentioned that they had to occlude a little more than with the previous manufacturer tubing pack they used. In all cases the error has only occurred after bypass has been completed. This particular pump was moved from an aortic vent position to the sucker position (during last service visit, per customer request refer to emdr #1828100-2016-00233). They never experienced a "belt slip" error until after the pump was changed to the sucker position. This sucker pump is one of two used in their routine set-up and is used only at the very end of bypass. The ccp mentioned that there has been no patient impact yet, but that there certainly could be if the surgeon asked for suction at the time of error. Because there is a second sucker pump, the ccp agreed that if suction were needed at the time of the error, he would use the second sucker. The cases were completed successfully, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
This complaint is related to emdr #1828100-2016-00287. The reported complaint was confirmed. The field service representative (fsr) confirmed the bearing was leaking grease on the drive belt and pulley system which can cause beltslip errors. He removed the contaminated parts, cleaned and reinstalled. The fsr tested the unit for functionality. The unit operated to manufacturer specifications and was returned to clinical use. No part will be returned to the manufacturer for evaluation. Service records don't show the bearing having been replaced since original manufacture in august 2004. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.